Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a supply bag became disconnected from the supply line of the homechoice cassette, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During the troubleshooting, it was reported that the hp noted that the supply bag was disconnected from the supply line of the homechoice cassette that led to the se 2240. The hp closed all the clamps and cycled the power off/on to clear the error. Rts had the hp disconnect through aseptic technique and removed the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.